Event description:
A pt reported experiencing inaccurate low results with a induo meter. The pt's blood glucose results were 29.3 mmol versus the labs 37.1 mmol/l. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.